Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2019. The left ventricular lead was implanted and explanted during the same procedure due to unspecified malfunction. No patient symptoms or further information was provided.